Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited cardiac compass invalid data and the right atrial (ra) lead exhibited position check fail. The ipg and lead remains in use. No patient complications have been reported as a result of this event.